Event description:
It was reported to philips that the system's flexvision computer was unable to boot, preventing the system from booting. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to additional information collected, the system was in clinical use at the time of event occurrence. The vascular diagnostic procedure was aborted. A philips field service engineer (fse) went onsite and identified that the flexvision pc was faulty. A review of system log file indicated malfunctioning flexvision pc, confirming the boot up issue. The philips engineer replaced and returned the flexvision pc to philips for further analysis. The analysis could not confirm the root cause of the issue; however, it was identified that the ram was outdated, and thus memory was replaced proactively. After replacement, the system was returned to use in good working order. This issue cannot be linked to any existing fsca. The codes have been updated based on the investigation's outcome